Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two spectra malleable cylinders were returned. Both performed within specifications.

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to patient dissatisfaction. "The recovery after surgery should be thick, thin replaced by product." No patient complications were reported in relation to this event.